Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 355 mg/dl. The contact suspected that cause of the high bg was due to the customer declining the correction bolus. An insulin injection was administered to address the bg level. Tandem technical support reviewed the pump data and confirmed that the correction bolus had been declined. The customer had already contacted a healthcare provider regarding the high bg event.